Manufacturer narrative:
The user facility did not disclose if the instruments subject of the event were reprocessed prior to use. A steris service technician arrived onsite to inspect the transfer carriage and found the latching rollers were not adjusted properly. The latching rollers on the transfer carriage engage with the docking station to lock the carriage into place. The latching rollers were set too low and subsequently disengaged from the docking station causing the reported event to occur. The latching rollers may come out of adjustment over time if not properly inspected and maintained during regularly scheduled preventive maintenance. The unit was installed in 2016 and is not under steris service agreement. The user facility is responsible for all maintenance activities. The evolution transfer carriage operator manual states (I), "a thorough preventive maintenance program is essential to safe and proper unit operation." The technician adjusted the latching rollers to the proper height, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on proper preventive maintenance for the evolution transfer carriage. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading instruments with their 42" evolution transfer carriage, the carriage disengaged from the docking station allowing the carriage and loading car to fall to the floor. An injury was reported as the employee attempted to prevent the loading car from falling. Medical treatment was sought but not administered.